Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed that the two manipulation wires were coming away from the fixing hole. There were scratches around the fixing hole which were produced when the wire came off, and the joint portion of the wire was broken. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concludes that since the subject device was withdrawn from the endoscope either too swiftly or while the endoscope was angulated excessive stress was put on joint portion of the wire, the joint portion was broken, and the manipulation wires came off from the fixing hole. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a bronchoscopy, the doctor confirmed that cups weren¿t closed since the two manipulation wires projected forward from the sheath after several biopsies using the subject device. The doctor completed the procedure with another device. The device was returned to omsc for investigation. During the investigation, omsc found that joint part was broken. There was no report of pt injury regarding this report.